Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient after experiencing vertigo and a syncopal event two days prior. The patient has a history of vertigo. The physician requested a review of the device data be performed. Episodes of non-sustained ventricular tachycardia (nsvt) were noted. There was no corresponding vt at the time of the syncopal event. Normal lead diagnostics were reported; however, there was a message of an out of range intrinsic amplitude on the right ventricular (rv) channel. No additional adverse patient effects were reported.